Event description:
A peritoneal dialysis (pd) patient experienced recurrent peritonitis. The patient was treated with a second course of unspecified antibiotics for the event. At the time of this report, the patient has not recovered from the event. The cause and hospitalization were not reported. Action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
B3: the event occurred on an unreported date "5 days after the stop date of antibiotics of the previous peritonitis event". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.